Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. It reported issue was not confirmed. A system ch eckout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the 3d model was showing as straight vertical lines and not showing the anatomy. It was attempted to threshold then image but that did not make it any better. It was noted that this was a third party exam and was not to stealth protocol. At this point, the surgeon decided to proceed without navigation. There was a less than hour surgical delay and no impact on patient outcome. A clinical specialist (cs) went to the site and was able to load the scans in with no issue with the 3d model by loading them as unstructured.

Manufacturer narrative:
The software investigation determine that the behavior described is the intended behavior of the software. The software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the 3d model was showing as straight vertical lines and not showing the anatomy. It was attempted to threshold then image but that did not make it any better. It was noted that this was a third party exam and was not to stealth protocol. At this point the surgeon decided to proceed without navigation. There was a less than hour surgical delay and no impact on patient outcome. A clinical specialist (cs) went to the site and was able to load the scans in with no issue with the 3d model by loading them as unstructured.